Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during equipment testing conducted at the user facility after the sterilization process the tip was found to be broken.the procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during equipment testing conducted at the user facility after the sterilization process the tip was found to be broken. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.